Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the suspect complaint was received loaded inside the delivery catheter system (dcs) at medtronic¿s quality laboratory, visual analysis showed all leaflets were stiff and exhibited signs of severe creases. All leaflets appeared partially closed with a large gap between the free margins. All commissures appeared intact. The valve appeared discolored showing evidence of blood contact and in a crimped state. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition; possibly from being in the loaded position for an unknown amount of time. Due to the received condition of the valve, a loading simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the infold was noted on the first deployment. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon the first deployment attempt, at 80% deployment, the valve frame appeared constrained near the annulus. The physician chose to recapture the valve into the delivery catheter system (dcs) and withdraw from the patient. During the second deployment attempt, an infold of the valve frame was noted and the valve did not look right. The valve was recaptured and withdrawn from the patient. The implanting team was unable to completely resheath the valve and excessive tension was noted on the dcs. It was reported the top end of the capsule appeared ¿accordion¿. The valve and dcs were replaced. During the third deployment attempt, when the second valve was deployed, resistance was noted. It was noted the physician engaged the rumble strips prior to 80% deployment. At 70% deployment, the valve frame appeared wrong. The valve was recaptured into the dcs and withdrawn from the patient. Upon fluoroscopic inspection, the dcs capsule bent was noted. Subsequently, a third valve was loaded onto a new dcs. The valve was deployed successfully. No issue for the patient was reported. No adv erse patient effects were reported. Additional information was received indicating that the physician believed the expansion issue was caused by the load of the valve, not the patient¿s anatomy. It was reported that upon deployment, the second valve appeared infolded. It was noted that no issues occurred while loading the valves.